Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that the heartstart xl defibrillator was not delivering a shock and had no display. There was no pt involvement.